Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04788. It was reported that patient experienced uncomfortable stimulation. Attempts to reprogram at different strengths were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. Patient was evaluated and high impedance was detected during an impedance check. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.